Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, post paced t wave oversensing on ventricular channel was observed. Programming changes were made during device check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.